Event description:
During a ventricular extrasystole ablation procedure, a pericardial effusion was noted. A pericardiocentesis was performed to stabilize the patient. When the inquiry steerable diagnostic catheter was positioned in the coronary sinus, a change was felt in the patient's heart area by x-ray images. A transthoracic echo was performed, no pericardial effusion was noted and the procedure continued. At the end of the procedure, the patient's blood pressure began to drop and a new transthoracic echo was performed which confirmed a pericardial effusion. A pericardiocentesis was performed. After 30 minutes of control, the patient left the room stable. There were no performance issues with the abbott materials used during the procedure. The physician believed that positioning the diagnostic catheter in the coronary sinus caused the perforation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.